Manufacturer narrative:
(B)(4).

Event description:
Dexcom was made aware on (B)(4) 2018, that on (B)(6) 2018, transmitter missing from bluetooth settings of smart device occurred. No additional patient or event information is available. No data was provided for evaluation. The complaint confirmation of a transmitter missing from bluetooth settings of smart device could not be determined. A root cause could not be determined.